Event description:
It was reported that the patient has pain, swelling in leg and ankle and numbness. Patient also reported that his right hip feels like it is falling apart. He had a cat scan done but did not get the results as of (B)(6) 2014. Patient is scheduled for a revision surgery on (B)(6), 2014.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding shell loosening involving an unknown trident hemispherical shell was reported. The event was confirmed. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: based upon the information available for review no determination can be made for the cause of the apparent failure of biologic fixation of the acetabular component requiring revision seven-and-a-half years post-operatively. In this large male patient, his history of smoking and possible treatment for asthma and copd may have been contributory. Conclusions: the exact root cause could not be determined as the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient has pain, swelling in leg and ankle and numbness. Patient also reported that his right hip feels like it is falling apart. He had a cat scan done but did not get the results as of (B)(6) 2014. Patient is scheduled for a revision surgery on (B)(6) 2014